Manufacturer narrative:
Per the instructions for use (IFU), hematomas are potential adverse events associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), aortic valve replacement and bioprosthetic heart valves. The available literature addressing peri-aortic hematomas following transcatheter aortic valve replacement (tavr) indicate that there are several possible etiologies and potential contributing factors, including the presence of bulky calcification of the non-coronary cusp (ncc), potentially causing calcification to be pushed against the aortic wall during inflation of the balloon; certain anatomic features, including the disparity between the volume of cusp calcium and the volume of the sinus of valsalva; clinical features, including advanced age, female gender and small body weight; deformation of the wall of the aorta during balloon inflation; exacerbation by intra-procedural hypertension immediately following tavr; overstretching of the annulus and/or the aortic root; and size mismatch between the native aortic annulus and transcatheter heart valve diameters. In this case, the spontaneous periaortic hematoma is of an unknown cause. It is possible that the severe native leaflet calcification in addition to the procedure itself may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore, no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
During transapical valve deployment, the valve was positioned 50/50, but final post deployment position was 80/20 aortic/ventricular (a/v). Post deployment, there was trace paravalvular leak (pvl) observed. The post deployment echo showed a strange jet and the surgeon decided to explore the chest with a sternotomy, and a periaortic hematoma was noted posteriorly. The surgeon decided to explore the chest with a sternotomy, and protamine was given. It was decided to keep the patient hypotensive and chest open to make sure there were no issues. Patient tolerated procedure well and left the or in guarded condition. Initially, no balloon aortic valvuloplasty (bav) was performed. Ventilations were held, there was no loss of pacing, and there was adequate pressure drop. Severe native leaflet calcification was noted.